Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and neck/ shoulder pain. High threshold was noted on the his bundle lead and undersensing was noted on the right atrial (ra) lead as at device classified termination of event, arrhythmia appears to continue. The ra and his bundle leads remains in use. No further patient complications have been reported as a result of this event.